Event description:
It was reported that the patient had an injection done on their scalp and the leads had been shorted because of that procedure. Leads had to be revised.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v663231, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v663231, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the physician misread that the patient needed botox in their back muscles and injected it underneath both of the "brain caps" and all throughout the head. A lot of the wires were nicked. The patient had a new scan of their brain done and was re-implanted. No further complications are anticipated. Refer to manufacturer report #3004209178-2015-13322 for details pertaining to the reportable related event.